Event description:
Patient was rushed to (B)(6) after succumbing to an insulin overdose. Pt was awaken out of her sleep at 3:30a by her dexcom g7 system alerting her that her glucose was too low. Patient began to ingest multiple foods and drinks that would increase her glucose levels. A few hours later she was in the ambulance being taken to the hospital. When at the hospital, one of the physicians shared with her an email from dexcom sharing that the company recalled the g7 device. In the device log for her device, there were no low glucose recorded incidents on the app. Patient has been using the g7 model for about 6 months or so. About a month before the incident, she noticed that readings of the g7 were either too high or too low according to her finger-prick device.